Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +23.5 diopter, intraocular lens bent upon loading. Doctor loaded lens but as it went up the loader, it started to bend. No patient contact. Discarded lens, replaced with backup lens issue resolved. Cause of event was unknown.